Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a patient who was receiving morphine (unknown dose and concentration) for non-malignant pain. The patient said that in (B)(6) 2015, a dye study was done and no dye was shown going through the catheter. When the health care professional left the room, the pump started working again. When he came back in the room the pump stayed working until the patient left the building and then it stopped working again. The patient had not gotten the results of the dye study and was told that the pump was working. Additional information has been requested regarding any pump issue, any symptoms experienced, resolution steps and whether the catheter issue was resolved but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8780, serial# (B)(4), product type: catheter. Updated to incorporate the information received on (B)(6) 2016. Updated to include the current device UDI.

Event description:
Additional information was received from the consumer on (B)(6) 2016. It was reported again that the patient did not see the dye go through their catheter during the dye study, and neither did the healthcare providers (hcp) present. It was also reported that the patient believed that their hcp was "messing around" with the pump and that the catheter issue had not been resolved. The original source document contains information that was unrelated to this event and was omitted. See pe (B)(4)- rcvd too much med; pump sticking out; pe (B)(4)- lockouts; incorrect date.